Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were scissored. There was no patient consequence.